Event description:
Patient's nibp decreased down to 70mmhg and spo2 down to 80% without any alarm of the monitor and patient had a collapse. Patient was recovered at the ICU department and it seems that the patient has no visible consequences. The device was taken out of use.